Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during stenting of the sfa, the delivery system became blocked and the vascular stent could not be released any further after being partially deployed 10 mm. The delivery system handle was disassembled and the procedure was continued by deploying the stent manually. There was no impact on the patient and no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The evaluation of the returned device confirmed that a deployment of the stent with the wheel was not possible. Moving parts were blocked, which led to increased release force and subsequent breakage of a force transmitting component. Reportedly, the grip was opened forcefully resulting in the separation of the blocked parts so that the stent could be deployed manually. Potential contributing factors have been evaluated. Previously reported similar complaints have been reviewed. Actions were taken at an earlier point in time, which have successful addressed this issue. The subject lot had been produced prior to these actions taken. However, the IFU states: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit."